Event description:
Same event as MFR report #: 2134265-2008-03785. During a percutaneous coronary intervention, stent dislodgement and catheter breakage occurred. The indication for the procedure was stenosis. The 75% stenosed and moderately calcified lesion being treated was located in the moderately tortuous left circumflex artery (lcx). The lesion was 23mm long and vessel diameter was 3mm. The lesion was predilated with a 2 x 20mm maverick balloon. Stenosis immediately following predilation was 30%. The physician encountered significant resistance during insertion of the 3 x 28mm taxus libertã© drug-eluting stent, and removed it from the body. A second predilation was completed with a 3 x 11mm other manufacturer's balloon. The same 3 x 28mm taxus libertã© was reinserted, however resistance was once again encountered. During retrieval of the stent delivery system, the stent dislodged from the balloon at the aorta and migrated to the right femoral artery. No retrieval attempt was made. The physician then attempted to advance a 3 x 12mm taxus libertã© drug-eluting stent delivery system; however, difficulties were encountered again. Again the physician predilated with another manufacturer's 3 x 11mm balloon; however, the physician was still unable to advance the stent delivery system to the lesion. During the removal of this stent delivery system, a portion of the stent delivery system catheter broke outside of the patient; therefore, the physician ended the procedure. No patient complications were reported, and patient status was reported as stable.

Manufacturer narrative:
Device analysis can confirm the complaint reported. The device was received at the complaint investigation site (cis) in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 22.6 cm distal from the strain relief. This type of damage is consistent with excessive force having being applied to the device. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the crimped stent and tip found no issues. A device history records review showed no anomalies related to the complaint. The most probable root cause classification is operational context as the complaint is associated with a product that meets the bsc (boston scientific corporation) design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, the performance was limited.